Manufacturer narrative:
Broken battery tube threads, a peeling keypad overlay, minor scratches on the display window, cracked case near the display window corners, cracked reservoir tube lip and window, a cracked belt clip slot, a stained address and serial number label and a missing end cap sticker.

Event description:
Customer called to report damage to the insulin pump. Customer stated that there are cracks on the battery housing and the keypad is falling apart. Customer's blood glucose reading was 136 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.